Event description:
This complaint was opened, since an obtained explant (broken ceramic ball head) could not be assigned to the (B)(4) (your ref. 9613369-2016-00079), it was received. The ball head came from a box in which the surgeon kept explants from revisions.